Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2017, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected with the sensor wire attached to the sensor pod and seal carrier. The sensor wire was not found to be broken. The applicator was only partially deployed and the sensor wire and needle were exposed. The reported broken sensor wire event was not confirmed. A root cause could not be determined.